Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the user suspected insulin pump was not delivering insulin as their blood glucose went high; however, there was no any alarm. Blood glucose level was 18 mmol/l at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer changed out infusion set and reservoir. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.